Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the plastic sheathing started to delaminate from the jaws of the cautery. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 01/03/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled and cracked along the cold jaw, exposing the metal portion of the cold jaw. The peeled silicone was not returned to the factory for evaluation. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw¿ and confirmed for the analyzed failure ¿material twisted / bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the plastic sheathing started to delaminate from the jaws of the cautery. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.